Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to his feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 4x daily and his blood glucose usually reads around "100-220 mg/dl." The patient manages his diabetes with insulin pump therapy. The alleged issue began on (B)(6) 2013, at 8pm. The patient reported obtaining a blood glucose result of "589 mg/dl" with the subject meter. Based on the alleged result, the patient administered self an increased dose of insulin (amount not specified). A couple hours later, the patient claims he felt exhausted. The patient reportedly retested on the subject meter and obtained results of "98 and 68 mg/dl." At that time, the patient contacted his health care professional (hcp) by phone and was advised to "eat something." About 10 minutes after the last result, the patient retested again and obtained a result of "49 mg/dl" with the subject meter. Shortly after that, the patient claims he felt symptoms of shaky and sweaty. The patient ate candy and drank a soda as treatment. About 30 minutes later, the patient reportedly felt better and obtained a blood glucose result of "140 mg/dl" with the subject meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.